Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury.

Event description:
It was reported that the stent (material #778726- pr# (B)(4)) and guidewire (material # hw35sa- pr# (B)(4) ) had no information on box or product inside.